Event description:
Treatment of an ophthalmic aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event has been evaluated. The evaluation could not determine the cause of the event.(B)(4).